Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a loss of therapy due to their leads being fractured. The issue was confirmed via x-rays. Patient had multiple falls in the past. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention took place on (B)(6) 2024 wherein the fractured leads were explanted and replaced to address the issue.